Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that at the end of an extremity angiogram of a (B)(6) old patient, when removing the sheath out, the sheath separated from the hub. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, trends, quality control and visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "withdraw the sheath and dilator as a unit. Warning: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. One used/damaged kcfw-7.0-38-55-rb-raabe was returned for investigation with the check-flo assembly separated from the sheath. During visual inspection of the returned complaint device, it was found that a section of the flare had buckled back around the sheath and a white compression line was observed on the buckled section. It is feasible to suggest that the sheath had not been positioned properly during the capping manufacturing process, which would have caused the observed buckling, thus resulting in a looser fit between the sheath and check-flo valve. We will continue to monitor for similar complaints. Per the health risk assessment no further action is required.